Manufacturer narrative:
(B)(4). Covidien field service engineer inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a blank screen. There was no patient involvement reported.